Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 602 mg/dl. The customer had reported symptoms as nauseated and was treated with manual injections. Customer's blood glucose value was 602 mg/dl at time of incident. Customer's current blood glucose value was 202 mg/dl. Customer stated that they had issues with infusion sets they did not stick to the skin. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.